Event description:
August 29, 1996, pt diagnosed with squamous cell carcinoma. Preoperative chemotherapy was administered september 19-24, 1996. October 3, 1996, pt underwent a tracheotomy, an entire left radical neck dissection, tomor resection, mandibular segmental resection and reconstruction with recon. Plate and pm-mc flap. May 7, 1997, lesion of tache blanche was observed at the proximal end of pm-mc flap. Biopsy proved squamos cell carcinoma. The tumor was resected may 20, 1997. Feb 6, 1997, x-ray confirmed the plate was broken around the inferior end of left condylar process graft. Additionally, a granular lesion was detected and biopsy confirmed squamos cell carcinoma. March 3, 1998, tumor was resected and recon. Plate was revised.

Manufacturer narrative:
Summary evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this event would not be associated with the device.